Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that 50 days following an intraocular lens (iol) implant procedure, the iol was exchanged for another lens due to a refractive error and not able to see well.

Manufacturer narrative:
Correction: on initial MDR the evaluation result code of 213 was an error. It should have been 3221 on the original MDR (corrected information provided in h6.). The manufacturer internal reference number is: (B)(4).